Manufacturer narrative:
A ge service representative performed an on site investigation. The real time operating system (rtos) was installed during the service call. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported the customer experienced a system freezing and speed performance situation. There are no reports of patient injury or death associated with this event.